Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultramini meter was reading inaccurately compared to the same meter. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred between (B)(6) 2013. The patient reported obtaining readings of ¿263, 278, 269, 264, 240mg/dl¿ and ¿59, 71, 43, 113, 111mg/dl¿ on the same meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of <=20% or <=20mg/dl when obtained within 20 minutes. The patient reported using insulin to manage her diabetes. The patient reported when she felt high blood glucose she would get headaches, when she was feeling low she would get sweaty and shaky. It is unclear if the patient developed symptoms as a result of the meter reading in accurately. The patient reported between (B)(6) 2013, she increased or decreased her insulin according to the meter reading. It is unclear if the patient symptoms were intermittent, ongoing or worsened with the treatment. At the time of troubleshooting the cca confirmed the meter was in the correct unit of measurement at the time of testing and her test strips were in good condition. The patient¿s test strip vial was in good condition as well. However, a control solution test was not run due to the patient not having any control solution available at the time of the call. Replacement products were sent to the patient. Although the correlation between the alleged meter issue and the alleged injury remain unclear, this complaint is being reported because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the products for evaluation. If the products are returned, lfs will evaluate them and inform FDA of products that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.